Event description:
It was reported that the patient lost effective therapy at an unknown date and the ipg was deemed inoperable. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information. The patient's weight remains unknown. Date of event is estimated.

Event description:
It was reported that the patient lost effective therapy at an unknown date and the ipg was deemed inoperable. . Surgical intervention resolved the patient's issue where the ipg was replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.